Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a noisy baseline on the atrial electrogram (egm). There was a lot of oversensing on the right atrial (ra) lead when reviewing the episodes, along with some t-wave oversensing (twos) on the right ventricular (rv) lead. Programming options were discussed and the leads remain in use. No patient complications have been reported as a result of this event.